Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is going in and out of communication loss with two connected bedside monitors (bsm). No patient harm was reported. Nihon kohden technician had the bme reboot the cns and the affected bsm's, but after the reboot, the issue was still present. Nihon kohden technician had the bme move the bsm's to a different cns and then the bsm's connected to that cns with no issue. Nihon kohden technician advised the bme that it is likely the power source causing the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 :(B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is going in and out of communication loss with two connected bedside monitors (bsm). No patient harm was reported. Nihon kohden technician had the bme reboot the cns and the affected bsm's, but after the reboot, the issue was still present. Nihon kohden technician had the bme move the bsm's to a different cns and then the bsm's connected to that cns with no issue. Nihon kohden technician advised the bme that it is likely the power source causing the issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is going in and out of communication loss with two connected bedside monitors (bsm). No patient harm was reported. Nihon kohden technician had the bme reboot the cns and the affected bsm's, but after the reboot, the issue was still present. Nihon kohden technician had the bme move the bsm's to a different cns and then the bsm's connected to that cns with no issue. Nihon kohden technician advised the bme that it is likely the power source causing the issue. Investigation summary: customer reported that two (2) bedside monitors are displaying communication loss on the cns. Customer identified that these bedside monitors are connected to the network through wireless. During troubleshooting, customer moved the device to a different location and connected to a different access point and they were able to connect to another cns without any issues. A review of the history of the serial number identified no other reports regarding the reported issue. Based on the available information, a specific definitive root cause cannot be determined. However, since the bedside monitor was able to connect to when moved to a different location, it is likely that the network environment is a contributing factor to the issue. The access point on its previous location may have had a lot of traffic causing slow or no connection, or there may have been network interference in the previous location. Furthermore, available information does not suggest that there was a malfunction of the device. No further investigation is necessary. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is going in and out of communication loss with two connected bedside monitors (bsm). No patient harm was reported. Nihon kohden technician had the bme reboot the cns and the affected bsm's, but after the reboot, the issue was still present. Nihon kohden technician had the bme move the bsm's to a different cns and then the bsm's connected to that cns with no issue. Nihon kohden technician advised the bme that it is likely the power source causing the issue.